Event description:
Dexcom sensor said I was low at 45, and in that case the insulin pump turns off the continous feed of insulin from the pump known as a basal rate. In checking my blood sugar through a finger stick my blood sugar was 335. If I did not have a manual way to check this could have caused serious issue with my blood sugars and possible heart attack. As I would have drank orange juice to raise my blood sugar making the issue even worse. Dexcom needs to remove the g7 due to the amount of people having issues similar to this and the coo is well aware of the issue.